Event description:
Customer called to report that the coulter ac t diff2 analyzer leaked a few milliliters from the probe wipe area and onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the waste tubing and fitting were clogged. The fse drained the waste chamber (vacuum isolation chamber) and the water trap, then replaced the tubing, the fitting and the chamber to resolve this issue. The fse also dried the vacuum lines, replaced the air filter and replaced the probe wipe tubing due to wear. Incidentally, the fse bleached the wbc (white blood cell) bath due to buildup. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).